Manufacturer narrative:
One cadd solis hpca pump was received with the downstream occlusion (dso) sensor seal bubble and a scratched lens. Accuracy tests were performed and the reported issue was unable to be duplicated. Three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump's volume accuracy was off. There was no reported adverse event.